Event description:
It was reported that the asymptomatic patient presented remotely via merlin@home transmission. Upon review, the pulse generator exhibited non-sustained oversensing due to post-paced t-wave oversensing. On (B)(6) 2017, the patient was brought into the clinic. It was noted that the patient did not receive therapy during the oversensing episodes. Programming changes were made to address the issue, and the patient remained asymptomatic.